Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx and lad. It was reported that during the procedure there was minimal plaque shift with related target vessel mi of the lad. There was also an increase in stenosis at the 1st obtuse marginal post index procedure. The investigator and sponsor assessed the event as possibly related to the device and anti-platelet medication. The patient recovered. The cec adjudicated the mi as non-q-wave mi of thetarget vessel lad, udmi peri-pci.

Manufacturer narrative:
Additional information: diagonal side branch occlusion was also reported. If information is provided in the future, a supplemental report will be issued.